Event description:
Our rep is reporting the following: during a revision rotator cuff repair a portion of the tip of an expressew iii needle broke off into the body; x-rays taken did not reveal the fragment; not known if the fragment remains in body or not. They state that the surgeon was passing thru scar tissue and the revision was very difficult. They were deploying the needle using a expressew ii gun and orthocord suture. They do not know on which pass the needle broke; however it was at the end of the case while suturing up the 4th fixation device. 10 minutes were added onto the surgery time and they used another needle to complete the procedure and are reporting no patient consequences. The surgeon states that he does not believe that the needle broke due to any defect of the device but rather was a result of having to apply great force in attempting to penetrate the scar tissue nothing is being returned, the complaint device was discarded.

Manufacturer narrative:
Eighty three (83) days have passed since this issue was reported to mitek, and to date, despite outreaches, no additional information other than what was originally reported has been received, and no device has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.